Event description:
The customer reported the procedure being performed was a colonoscopy. There was a procedure delay of about 5 minutes while patient was under anesthesia. The patient procedure was completed with the same device with no adverse effects reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, event information and customer-provided device reprocessing information. When the foreign material was identified, olympus requested additional information from the customer on their reprocessing practices. The customer reported the device was cleaned, disinfected, and sterilized before it was sent in for repair. According to the customer, there was no delay in the start of the pre-cleaning. The customer reported that during manual cleaning, there were no abnormalities in the reprocessing accessories and water was aspirated through the instrument/suction channel. The customer reported the instrument channel outlet was wiped with lint-free cloths/brushes/sponges and the instrument channel, channel port and suction cylinder were all brushed. During investigation, a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. The device instructions for use document was reviewed. Review showed relevant instruction related to detection of the issue in chapter 3: preparation and inspection. Also, the reprocessing manual provides relevant prevention steps in chapter 5: reprocessing the endoscope. Device investigation could not identify the source of the foreign material. No physical damage was found at the place where foreign material remained. There were no customer deviations from device instructions for reprocessing. The cause of the foreign material remaining in the device was not confirmed. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation. During testing and inspection of the device, it was determined that the suction channel was clogged and there were seeds on the suction cylinder. Additionally, the evaluation revealed the following findings: control knob play; distal end plastic cover had minor scratches and dents; objective lens glue peeling; light guide lens peeling/scratched glue; insertion tube and light guide tube had minor scratches; and bending section cover glue was cracked on both sides. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that in the operating room during a diagnostic procedure, the colonovideoscope cleaning brush was caught, and the suction channel was clogged. There were no reports of patient harm or impact associated with this event.